Event description:
The manufacturer received information alleging a malfunction of a trilogy 100 ventilator with service required error codes. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system printed circuit assembly and central processing unit board replacement required to address the issue. However, no repairs were completed because the device was scrapped.